Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that during follow-up approximately three months post procedure, a fracture of two plates was discovered. As the patient had no pain or other symptoms, observation was continued. Subsequently, loosening of the screws was confirmed and removal was being considered. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: plt 4 hole str w/gap 1.0mm cat# 42-1004 lot# unk; plate 4 hole straight 1.6mm cat# 43-1005 lot# unk. Unk screw cat# unk lot# unk g2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.